Event description:
It was reported that delivery system was not visible under fluoroscopy and shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 16mm synergy ii drug-eluting stent was advanced for treatment with a guidezilla ii extension guide catheter used for back-up. When the device was delivered, it was noted that the delivery system could not be checked under fluoroscopy and the clearance of the hand base shaft disappeared. No resistance was felt midway during advancement of the device. The device was removed together as a unit and nothing was left inside the patient's body. Upon checking the device outside the body, the shaft part was found to be separated. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. An examination (visual and via scope) of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 744mm distal from the distal end of the strain relief slight bending noted on both sides of break. Multiple hypotube kinks were also noted during analysis. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip found no issues. The device was placed inside 2 transparent plastic pouches and then placed under the fluoroscopy machine. The stent and 2 markerbands could be seen under fluoroscopy. No other issues were noted during analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that delivery system was not visible under fluoroscopy and shaft break occurred. The target lesion was located in a coronary artery. A 3.00mm x 16mm synergy ii drug-eluting stent was advanced for treatment with a guidezilla ii extension guide catheter used for back-up. When the device was delivered, it was noted that the delivery system could not be checked under fluoroscopy and the clearance of the hand base shaft disappeared. No resistance was felt midway during advancement of the device. The device was removed together as a unit and nothing was left inside the patient's body. Upon checking the device outside the body, the shaft part was found to be separated. The procedure was completed with another of the same device. No patient complications were reported.